Event description:
Customer reported the system is not producing images while x-raying. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera and camera power supply. System operates as intended.